Event description:
The customer's wife called to report that the customer was treated by the paramedics, due to low blood glucose levels. The reported blood glucose reading was 12 mg/dl. The wife stated that the customer's blood glucose meter was reading 100 points over what it should have been reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.